Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), explanted: (B)(6) 2013, product type lead; product ID 3708160, serial # (B)(4), explanted: (B)(6) 2013, product type extension; product ID 3708160, serial # (B)(4), explanted: (B)(6) 2013, product type extension.

Event description:
Additional information received reported the patient¿s weakness had improved over time while the system was implanted. It was noted that the patient¿s thoracic pain had not improved. The patient¿s device was explanted on (B)(6) 2013. It was noted that the patient had not gone to his follow-up appointment after the explant. There was no further information on how the patient was doing.

Event description:
It was reported the patient had not used their implantable neurostimulator (ins) in a month because they no longer had the pain the ins was implanted for. It was noted the patient had pain since implant that was thoracic in nature and radiated around his right side to his umbilicus. The reporter stated the patient¿s extensions were tunneled around their left side to the ins that is located in their left abdomen. It was noted the patient contributed their right sided pain to the ins and would like to the system removed. It was noted the patient had severe weakness in their lower extremities that occurred post operatively as well as the right sided thoracic pain. It was further noted the patient had weakness in legs and pain in right thoracic region radiating to umbilicus. Additional information received reported the patient¿s explant was scheduled for (B)(6) 2013. The reporter stated that all components would be returned at that time. It was noted the manufacturing representative had no further information at the time of this report. Additional information received the reported the explanted components would be returned the day of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension.

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) system was explanted due to the them not having pain anymore and that they have new pain since the surgery. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Analysis of the implantable neurostimulator (ins) found no significant anomaly, the device was functionally ok. Analysis of the lead found no significant anomaly, the outer insulation was melted. Analysis of the extensions found no significant anomaly, the extensions were cut through.